Event description:
Cardioplegia filter placed in line backwards by MFR resulting in air in cardioplegia circuit. Perfusionist noticed (during surgery) and purged air. This was during open heart. A tee was done showing no significant residual air.